Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. Concomitant med product and therapy dates: blade device; (B)(6) 2020. UDI ¿ (B)(4).

Event description:
It was reported from italy that pre-surgery testing it was observed that the oscillating saw attachment started overheating and the blade device stopped during cutting. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the oscillating saw attachment device was blocked, the device had bearing damage, did not function, and was jammed/seized. It was further determined that the device failed pretest for check frequency with the frequency meter. Therefore, the reported condition that the device was overheating and stopped working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear.